Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000 ml empty intravia container was leaking coming from the bottom seam of the bag. This was identified during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Upon further evaluation, it was determined that this report is a duplicate of manufacturer report 1416980-2020-01209. All information can be found under manufacturer report 1416980-2020-01209. Should additional relevant information become available, a supplemental report will be submitted.